Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the unstable connection of the light guide connector may have caused the emitted light to become unstable depending on the connection of the light guide. In addition, omsc determined that the output socket connection became unstable as the user applied strong force to the light guide connector and applied diagonal force to connect it. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus field service engineer checked the device at the user facility and confirmed the following; the reported phenomenon was not reproduced. The device met all standards based on the olympus manual. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, occasionally the light intensity decreased randomly.there was no report of patient injury associated with the event.